Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further testing. The caller stated that the patient will be scheduled for further testing; however, it has not been set yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 200 ohms. Additionally, there has been a slight increase in pacing impedance measurements. No adverse patient effects were reported.